Event description:
It was reported that the primary controller screen back lights were working, but the screen was blank. The ventricular assist device (vad) was working and expected alarms were functioning. The primary controller was exchanged to the backup controller as the clinic did not have any new controllers in stock. A vad stop alarm was triggered on the primary controller to ensure that it would attempt to start up the vad should the patient need to go back to it emergently over the next few days. The patient returned to the clinic the next day and exchanged the backup controller for a new controller due to the backup controller's age with no reported malfunctions. The new controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: con419487 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller (con426451) was returned for evaluation. One (1) controller (con419487) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis associated with con426451 revealed two (2) vads disconnect alarm, indicating a physical disconnection of the driveline from the controller on (B)(6) 2024 at 15:18:28 and 15:19:01, likely due to the reported controller exchange. Failure analysis of the returned controller con426451 revealed that the device passed visual inspection. Functional testing, as well as visual evidence provided by the site, revealed that the controller's liquid crystal display (lcd) was not functioning as expected, resulting in a blank screen. Internal inspection did not reveal any anomalies. Supplemental testing revealed that the potentiometer that sets the character intensity was faulty. After the potentiometer was replaced, the controller performed as indented. Log file analysis associated with con419487 revealed one (1) vad disconnect alarm, indicating a physical disconnection of the driveline from the controller on (B)(6) 2024 at 13:16:36, likely due to the reported controller exchange. In addition, three controller power up events, with one (1) associated pump start event, were logged on (B)(6) 2024 at 12:39:59, 12:40:19, and 13:16:29. Review of the event log file revealed that the controller last had power on (B)(6) 2023 at 15:15:37. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. As a result, the reported events were confirmed. The most likely root cause of the reported blank screen event can be attributed to a faulty potentiometer. The most likely root cause of the reported unexpected loss of power and observed vad disconnect alarm can be attributed to the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file review revealed that the back up controller exhibited an unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2024 / serial#: (B)(6), UDI #: (B)(4), d9: no h3: no h4: mfg date: 03-jan-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.